Event description:
Pieces of styrofoam are floating in the pack.

Manufacturer narrative:
The sample is not available for examination by deroyal. The vendor for the styrofoam tray, (B)(4), has been notified of this issue. Foam trays have been removed from all finished goods at deroyal, and replaced by plastic platform trays.